Event description:
It was reported the pt underwent mitral valve replacement surgery. A postoperative echo revealed the valve working fine and a normal pulmonary artery pressure. Eleven months later, the pt became symptomatic with a cough, breathlessness and signs of pulmonary congestion and an echo revealed severe mitral regurgitation, severe pulmonary artery hypertension, and severe (functional) tr. Despite medical treatment for one month, the f/u echo showed the same degree of regurgitation and a higher pulmonary artery pressure. Additional information has been requested.